Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model irc5po2, serial number/date code (B)(4) is approximately 1 year and 2 months old. The owner's manual part number1143482 rev e (nov-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
"Dealer states the psi is fluctuating and the o2 purity is dropping when hooked up to a homefill system. Quoted new product tank/regulator assembly on (B)(4)." No alleged injury.